Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief following permanent implantation. During the trial period, the patient reported approximately 50% pain relief. Reprogramming was performed but did not resolve the reported issue. At the patient¿s request, the evoke scs system was explanted.